Manufacturer narrative:
MDR 9618003-2019-08222 / device 19 of 19. Based on the available information, this event is deemed to be a reportable malfunction. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
End user reports receiving the field safety notice (fsn) at which time she inspected the product she had and noted she had 19 wafers with the starter hole off center. End user was advised to discard the wafers. No harm to the patient was reported nor was any property damage alleged.